Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Lot m0013059 consisting of (B)(4) pieces from vs3 line 1 was released on 24oct2017; a 6 piece sample was checked for o-ring color, presence of a tip protector and visually checked for cleanliness. The labeled product expiration date is 17oct2020. The 6 pieces samples were accepted and then the 150 piece lot as released. No deviations or relined drawings were in effect for this lot. This is the only complaint on lot m0013059 as of 24jan2018.

Event description:
It was reported the doctor was concerned with the length of the cannula. In a recent case while injecting 5000 cs silicone oil, the patient developed multiple choroidals due to the cannula not clearing the choroidal space. Additional surgery time was required to rectify the issue. It is unknown if the product will be returned. Additional information from the doctor: the complication was silicone oil partially injected into the suprachoroidal space due to nonpenetrating (or partially penetrating) short tip of the cannula through the sclerotomy. It is estimated a large volume possibly 2-3 cc ended up in the suprachoroidal space and when realized, sclerotomies were enlarged in 4 quadrants in the equator to drain as much of it as possible, extending the surgery time about one hour. Examination at one day and one week after the surgery showed no silicone oil in the suprachoroidal space in the macular area, but there was still significant amount (estimated 1-2 cc) still in the suprachoroidal space in the periphery. There appeared to be no clinical consequence at the end of 1 week post op time, but long term adverse effect is unknown.